Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a system error. No pt injury was reported.